Event description:
Boston scientific (bsc) crm received info that this dextrus lead was removed from service due to dislodgement. The physician was concerned that there was tissue in the helix and decided to use new lead. No adverse pt effects were reported. Dates were provided to us by boston scientific.